Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was formatted and the cine bridge printed circuit board was replaced. The system was tested and operates as intended.

Event description:
The customer reported the 9800 system was not playing cine runs correctly, the image would not display correctly, and there was a white background with vertical lines. No patient injury was reported.